Event description:
Employee had completed the IV insertion and had withdrawn the needle from the cath -the IV catheter is a passive safety device- and laid the needle on the bedside table. He finished securing the IV catheter into place and when he started to clean up the area, he hit his right index finger with the unsheathed needle tip causing a laceration *note - sharps box was across the room from the bed. Dates of use: (B) (6) 2010. Diagnosis or reason for use: IV catheter 20 g x 1."